Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 17-oct-2015. (B)(4) apply to product ID: 3093-33 only. Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the implant was turned off because the lead migrated from where it was shortly after the implant. The patient stated that the health care professional told her to turn stimulation off. The patient also mentioned having the implant was very painful. There were no further symptoms or complications reported or anticipated.